Event description:
During the preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4)failed initial functional testing due to fault 41 (patient temperature sensor failure) and failed brake gap inspection. No patient involvement.

Manufacturer narrative:
During the preventive maintenance (pm) on (B)(6) 2022, the autopulse platform (sn (B)(4) failed initial functional testing due to fault 41 (patient temperature sensor failure) and failed brake gap inspection. The root cause for the observed fault 41 was a defective temperature sensor. The root cause for the autopulse platform failing the brake gap inspection was the brake gap was too wide, out of specification, and was not adjustable, likely due to a defective drivetrain motor. The root cause for the defective components is likely attributed to the aging of the device. The autopulse platform was manufactured in 2013 and is eight years old, well beyond the expected serviceable life of five years. Upon visual inspection, zoll service personnel noted a crack on the front enclosure, likely attributed to mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. Upon further testing, zoll service personnel observed that the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The clutch plate was deburred to remedy the problem. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The temperature sensor and drivetrain motor need to be replaced to address the observed fault 41 and brake gap issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for autopulse platform with sn (B)(4).